Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a premature battery depletion. The battery longevity was less than expected. The device was reprogrammed. The device was removed and a new device was implanted. It was further reported that the right atrial (ra) lead had high thresholds with no capture at max output. The lead was reprogrammed until lead revision. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic, inc. (If information is provided in the future, a supplemental report will be issued.